Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/18/2014. Evaluation shows broken weld at left head tube. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the weld broke up by caster housing.